Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between 9/20/2020 and 12/8/2020. Device evaluation: product evaluation was not performed because the product has not been returned. If product is received after initial closure, the ir and complaint file (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to visual disturbance. It was stated that the incision was enlarged. The iol was replaced with a non-johnson and johnson iol, lower diopter size (16.5). It was noted that there is no further information available.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: 1/25/2021. Section h3. Device returned to manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. The lens was cleaned, and no cosmetic defects were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.